Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the manufacturer representative on 2018-nov-12 that the lead was opened and had a large kink or bend in it which made it hard to thread. This was confirmed to be an out of box issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator for an unknown indication for use. It was reported that during the patient¿s implantation, the lead had a large bend or kink in it even without the stylet in it. It was reported that is was unable to be advance in the epidural space and was replaced with a different lead. No external factors were indicated to have led to the reported issue. It was reported that the issue was resolved at the time of the report. The patient was alive and without injury. It was indicated that the original (bent/kinked ) lead was never implanted and would be returned for analysis. The event of the lead problem occurred on (B)(6) 2018, during the procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2019-04-22 11:40:51 cst pli# 10 product ID# 977a260, below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis of the lead (B)(4) found that the outer insulation of the lead stimulator body was pinched. The lead was bent and pinched 19.1 cm from the distal end. (B)(4). If information is provided in the future, a supplemental report will be issued.